Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a worn acs liner.the original surgery was done 25 years ago by the surgeon. There was a liner exchange sometime between the original surgery and this poly exchange. The poly that was removed had some wear but had not yet failed. We replaced with the same poly liner as the last exchange. The case went perfectly. Doi: approx 10 years ago; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) was used to capture insufficient information.